Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a broken power supply pin so no dc power is supplied. In this condition the rad-87 will not operate when ac power is connected and will not charge the battery. The returned battery was completely depleted. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
The customer reported device will shut off on it's own, once powered on. No consequences or impact to patient were reported.